Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the distal end of the bladder membrane which allowed the bladder leak to occur. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of the catheter coming into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted, the staff experienced the intra-aortic balloon pump (iabp) alarming and showed "possible helium leak". The staff tried to adjust the catheter and decrease the inflation volume, but no change. As a result, the iab was removed and a new iab was used. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted, the staff experienced the intra-aortic balloon pump (iabp) alarming and showed "possible helium leak". The staff tried to adjust the catheter and decrease the inflation volume, but no change. As a result, the iab was removed and a new iab was used. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.